Event description:
The customer reported the machine is not getting charged. This was clarified by the customer: customer wanted to convey, battery not getting charged while connected with ac mains power. There was no report of patient involvement.

Manufacturer narrative:
(B)(4): the customer reported the machine is not getting charged. This report was later clarified by the customer that the battery was not getting charged while connected with ac mains power. There was no report of patient involvement. The device was evaluated by a philips fse and the symptom was not duplicated. The problem found with ac mains power outlet where the device was connected to. The device was connected with different ac power outlet and the problem was resolved. The device was returned for use, it remains at the customer site.